Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported no stimulation on the right side. The etiology was reported as related to programming/stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead was not providing stimulation on right side. The clinical diagnosis was reported as inadequate stimulation on the right side. Interventions included explanting and replacing the entire system. The etiology was reported as related to stimulation. The spinal cord stimulator (scs) leads 1 and 2 only provide one sided stimulation lead was not working on right side. The patient's diary showed results of one side as zero percent. No stimulation was on the right side was felt by subject. The patient was only feeling one sided stimulation. There was no device indication of lead breakage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a (B)(6) study reported that the device diagnosis was not applicable. The clinical diagnosis was inadequate stimulation on the right side.

Event description:
It was reported that the lead was not working on the right side. Actions taken as a result of the event included reprogramming. The event outcome was resolved without sequelae. The relatedness was unknown. No additional information was available at the time of report.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was implantable neurostimulator (ins) connected to the leads. The etiology was noted as programming/stimulation surgery/anesthesia.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient's spinal cord stimulation leads 1 and 2 only provide one-sided stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).